Event description:
It was reported that during preparation for an unspecified procedure, the mid shaft of the liberte' monorail stent delivery system was broken. The stenotic lesion was located in the mid right coronary artery (rca). The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.